Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a low leak co2 rebreathing risk alarm occurred. Per good faith effort (gfe) response, the flow/o2 assembly was reinstalled to resolve the reported issue. The customer reinstalled the flow/o2 assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.